Manufacturer narrative:
Investigation details: as-received sample was investigated there were signs of activation of rf energy near the tip sheath (on the circumference) with a burn mark at the tip. However, functional testing revealed balloon leak/rupture on the diametrically opposite side of the rf energy activation mark. The sample was dissected along the 90' axis (perpendicular to the rf energy mark) and cut open. There were signs of weakening and stretching of extrusion layer. The balloon leak matched with this weakened area. The balloon was mounted correctly. Manufacturing records review: review of the manufacturing and qc records show the device passed all quality criteria and manufactured according to specifications. In addition, the supplier of the component conducted in-process control charts and confirmed the product was manufactured according to the specification. The manufacturer has done the due diligencce and completed all possible investigations. IFU review/conclusion interviews with the user physician by the field team indicate that the rf puncture member was activated sub-planar to the balloon and kept active for 'longer time'. The IFU directs users to activate rf energy on the superior plane to the balloon and for 2 secs at a time under warning section. There is a possibility that extended rf energy activation while being subplanar to the balloon likely weakened and stretched the area of the inner extrusion (heat exposure inside the device). The transeptal puncture procedure itself was successful and no adverse impact to the patient was reported.

Event description:
During a transseptal procedure for a bmv (valvuloplasty) , the sis balloon reportedly ruptured/bursted. Procedure was successful. Patient was fine. No impact to the overall workflow. Returning the product to the manufacturer for further review.